Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 177 mg/dl. Troubleshooting was performed. No insulin exited during the prime test. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.